Event description:
It was reported that the atrial lead dislodged shortly after implant and patient experienced dyspnea. The lead was replaced and patient condition was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.